Event description:
It was reported that this lead, inappropriately implanted in the left bundle branch, showed loss of capture (loc). The patient was not feeling well and had brady cardia and asystole rates. The field representative increased output to maximum until temporary pacing wire was implanted. After analyzing through fluoroscopy, the lead was found completely dislodged. The helix was 3/4 back upon removal. Cannot determine if helix retracted during implant or worked its way back over time. The patient was lifting concrete slabs at the time of the dislodgement. A new lead was implanted during the same extracting procedure. The lead has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead, inappropriately implanted in the left bundle branch, showed loss of capture (loc). The patient was not feeling well and had brady cardia and asystole rates. The field representative increased output to maximum until temporary pacing wire was implanted. After analyzing through fluoroscopy, the lead was found completely dislodged. The helix was 3/4 back upon removal. Cannot determine if helix retracted during implant or worked its way back over time. The patient was lifting concrete slabs at the time of the dislodgement. A new lead was implanted during the same extracting procedure. The lead has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.